Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18, which has a similar product distributed in the us, list number 01l82.

Event description:
The customer reports that one patient diagnosed with chronic (B)(6) generated the following results: (B)(6) is (B)(6); (B)(6) is (B)(6); (B)(6) is (B)(6); (B)(6) is (B)(6); and, (B)(6) is (B)(6). The patient's physician stated that the architect anti-hbs (B)(6) result does not fit the rest of the viral profile. This same patient was tested a few months earlier at another facility that used an architect i2000 analyzer and similar results were generated. The patient is not (B)(6) and has not received any (B)(6) vaccinations. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were found, which may have impacted the performance of the product. No returns were made available from the customer site. Clinical specificity testing was performed using an in-house retained reagent kit of architect anti-hbs assay lot 81077fn00. All results met specifications indicating acceptable performance of this reagent lot. A review of the product quality history for reagent lot 81077fn00 did not identify any issues associated with the customer observation. The architect anti-hbs assay package insert contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.